Manufacturer narrative:
Other, no product returned for evaluation. Method: product not returned for the evaluation. Evaluation will not be possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
During a procedure, the surgeon was inserting anchor into very hard bone. It was reported that the surgeon used the mallet to pound device into place. The inner metal piece inside anchor pulled out. The metal was removed with forceps. The remainder of anchor seated firmly in the bone. The tissue was successfully tethered to the anchor. The surgeon completed procedure with a second anchor that broke in a similar fashion. As in the first instance, tissue was tethered successfully and surgery was completed without further issue.